Event description:
Affiliate reported 1 incident of the clamp on a transfer set losing function after one week of use. Per affiliate, no patient injury or medical intervention was associated with this incident.